Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The distributor reported on behalf of the user facility the following incident: low values were reported even with good temperature values. According to the user facility, the pt outcome was excellent, but if one would have predicted the outcome from the o2 values, the result would have been bad. It was further provided that the device was mfg in 6/06. The expiration date for the device will be 6/07.